Manufacturer narrative:
Device not returned.

Event description:
It was reported that the blood glucose (bg) value on the pump bolus screen was different than the bg value shown on the pump screen and the pump did not deliver boluses correctly. Additionally, it was reported that the control iq software's sleep mode function did not work as intended. Customer's blood glucose was 74 mg/dl. Reportedly, the customer reverted to alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.